Event description:
The customer reported that the system intermittently locks up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is not available at this time.